Event description:
It was reported that the customer experienced a blood glucose (bg) level of 770 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the cause was due to scar tissue interrupting insulin delivery at the non-tandem infusion set site. The infusion set brand and manufacture was not provided. Additionally, customer was using novolog supplies for longer than 72 hours. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however customer indicated the issue was resolved and no permanent damage was sustained.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.